Event description:
It was reported that the insulation on the unit has been compromised. Further, it is possible that a button is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.